Event description:
Customer reported via phone call that the keypad on the insulin pump was difficult to use. Customer stated that they had to press the keys multiple times to get a response. Customer mentioned that the insulin pump has hit the floor multiple times. Customer further mentioned that on (B)(6) 2015 customer had low blood glucose readings of 53 mg/dl and was treated with glucose tablets. On (B)(6) 2015 customer stated that they had high blood glucose readings of 600 mg/dl and noticed that the cannula was bent when they removed the infusion set. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.